Event description:
On (B)(6) 2021, it was reported by an arthrex employee via email that an ar-7230-01 fiberwire is not sticking. This occurred during a finger operation, the surgeon used it to suture a tendon but couldn't use it because the needle would not stick. The case was completed using a new product, there was no patient effect reported. Additional information provided 11/02/2021: doctor opened the new ar-7230-01 and was able to fix it safely. During returned device evaluation, a reportable malfunction was discovered.

Manufacturer narrative:
During returned device evaluation, a reportable malfunction was discovered. Complaint confirmed. One unpackaged ar-7230-01 was received for investigation. Inspection that approximately 11.24mm of suture was returned attached to one suture needle. The remaining portion of the ar-7230-01 was not returned for analysis. No damage was present to the needle, although fraying was observed at the end of the suture fragment. The cause remains undetermined, although probable causes can be attributed to user-applied mechanical forces or interference between the suture and a sharp edge of bone/other instrumentation.